Event description:
The pt reported experiencing elevated blood glucose of 220-385 mg/dl for the past 2 months. Her normal blood glucose range is 110-140 mg/dl. She switched to the backup infusion device and her blood glucose decreased. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.